Manufacturer narrative:
Approximate age of device 3 months. The report of red heart alarms was confirmed based on the analysis of the log file; however, the report of a "pump failure" message could not be confirmed during the analysis. The log file retrieved from the returned system controller contained approximately 20 days of data (dated from (B)(6) 2014 to (B)(6) 2014, according to the timestamp). At 4:30am on (B)(6) 2014 the log file captured one event of a reduction in pump speed, to 8780rpm, below the low speed limit of 8800rpm. During this event the system controller alarmed with a low flow hazard alarm and the estimated flow was captured at 2.4lpm. The pump power was captured at 3.6 watts and the average pulsatility index (pi) was captured at 5.7. Throughout the remainder of the log file the pump speed remained above the low speed limit, when the driveline was connected. The log file also captured additional low flow hazard alarms on (B)(6) during which the estimated flow was captured at or below 2.4lpm. During the low flow hazard alarms the system controller would have alarmed with a flashing red heart alarm and the system controller lcd display screen would have been displaying "call hospital contact" and "low flow". During the events where the estimated flow was captured at or above 2.5lpm the low flow hazard alarms cleared. The returned system controller passed functional testing using our laboratory equipment and was able to support a mock circulatory loop for an extended of time without any issues. No atypical alarms or events were reproduced during testing. The system controller was found to function as designed during the investigation and the specific cause of the low flow hazard alarms could not be conclusively determined. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Manufacturer narrative:
The device was returned to the manufacturer, and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient experienced a red heart alarm. Per the patient's mother, the alarm read "pump failure, call hospital." The patient was changed to his backup controller. In additional, the patient was admitted overnight for observation and no further alarms were noted.